Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a renal stenting procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.